Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloon used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, after the procedure, it was noted that the balloon would not deflate completely and would not go back to the scope. The same issue occurred with the second cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4).

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloon used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, after the procedure, it was noted that the balloon would not deflate completely and would not go back to the scope. The same issue occurred with the second cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event. Additional information received on september 10, 2018. It was reported that the procedure was completed with another cre fixed wire dilatation balloon.